Event description:
The device was used during a wedge resection. Reportedly, the staples did not form properly. The surgeon performed a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.